Event description:
It was originally reported that the device was not working. When evaluated on 12/15/2006, the device was found to be forming straight shots due to wire in the tip.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the recommended number of constructs as specified in the instructions for use for this device.